Event description:
Presented to hosp with signs of dehydration and acute renal failure. Patient was experiencing urinary retention problems. Patient seen by urologist. Patient given IV fluids for suspected uti. Creatinine level was elevated: 2.5 mg/dl. Discharge creatinine level 1.8 mg/dl. Device migration due to design flaw. Device ability to migrate due to asymmetry of design "top heavy¿ and has tendency in some prostates to migrate back into bladder.